Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tka (date of primary surgery was unknown). It was reported that the surgeon recognized infection after the revision surgery (date of revision surgery was unknown) thus, the 2nd revision surgery was performed by washing out the debris and replacing the liner (p/n: 151710408). The surgery was completed without any problems. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.